Event description:
Per complaint (B)(4), it was reported that a patient experienced periimplantitis and inflammation. Their dental implant was explanted approximately two years after initial placement.